Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the ultrasound did not reveal the location or presence of the essure devices") and genital haemorrhage ("bleeding patterns") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), menometrorrhagia ("menometrorrhagia") and menstruation irregular ("irregular menstrual cycles"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, menorrhagia, menometrorrhagia and menstruation irregular outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia and menstruation irregular to be related to essure. The reporter commented: patient was scheduled for hysterectomy procedure on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: ultrasound did not reveal the location or presence of the essure devices. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.